Manufacturer narrative:
Four samples received for evaluation. During the visual inspection of the samples in used conditions, it was observed that the flange was broken. No splits were found on the neck strap of the two unopened samples. The reported customer complaint was confirmed, and the most probable root cause is that damaged occurred after the product left the shm facility.

Event description:
Information was received that the flange fell off of a smiths medical tracheostomy tube, requiring an emergency tracheostomy tube change out. Decannulation was also reported to have occurred. No patient injury occurred.